Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned wireless foot pedal found that the set point switch cover was missing and sign of rust corrosion on the controller. The returned device was tested using a known good compatible controller and wand; which revealed that the coag side of the pedal would stick and stay activated without any force. The complaint was verified and the root cause was determined to be due to mechanical component failure. Factors that can lead to sticking issue include: 1. A fluid may have come in contact with the device causing the pedal to rust causing the unit to stick. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coag foot pedal was sticking; it stayed activated after the pedal was released. The hand piece did not run continually, only for a few seconds longer than it should have. This was noticed before the procedure; therefore, no patient was involved.